Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Device protrusion has been reported. The skin appearance was worrying in the long term. The patient was hospitalized. Pacemaker repositioning was suggested.